Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed selftest, excessive no delivery alarm error test and displacement test. Unable to prime unit during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty fsr (gold) unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received missing end cap sticker. Insulin pump received with corroded battery tube.

Event description:
The product was returned without authorization. We did not receive communication regarding the reason for return of this product. No further information provided.